Event description:
A biomet total shoulder loaner tray was brought to facility by a biomet representative. During pre-use inspection by staff in the instrument room, the tray was noted to have smudges and black specks visible on molded plastic. Some of the smudges / specks were removable and some were not. There were also a few grains of what appeared to be black gravel in the tray. Photographs were taken. The representative did not receive a copy of the photos nor was the rep notified at time of the instrument pick up.